Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The more than 95% stenosed denovo lesion was located in the non-tortuous and severely calcified superficial artery (sfa). The 6.0x40x135 cm was advanced to the target lesion however difficulty crossing the lesion was encountered. As the device was withdrawn resistance was encountered just before reaching the non bsc introducer sheath. Once withdrawn it was observed that the shaft was removed without the stent. A stent dislodgement was confirmed via a control image. The stent had dislodged in the right iliac artery 4cm from the introducer sheath. The stent was not removed and the patient was sent to surgery where the stent was successfully retrieved. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that it was returned along with a 0.035 inch guidewire. A visual and tactile examination of the shaft of the device noted no anomalies. It was noted that the balloon material of the device was fully deflated and folded and wrapped around the shaft of the device. A microscopic examination of the balloon material noted a clear impression of where the stent had been originally crimped. The stent was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The complaint report states that an attempt was made to pull the express ld device back into the introducer sheath. The dfu states the following, "do not attempt to pull a premounted stent system that has not been expanded back into the introducer sheath or guide catheter, as dislodgement of the stent from the balloon may occur. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The more than 95% stenosed denovo lesion was located in the non-tortuous and severely calcified superficial artery (sfa). The 6.0x40x135 cm was advanced to the target lesion however difficulty crossing the lesion was encountered. As the device was withdrawn resistance was encountered just before reaching the non bsc introducer sheath. Once withdrawn it was observed that the shaft was removed without the stent. A stent dislodgement was confirmed via a control image. The stent had dislodged in the right iliac artery 4cm from the introducer sheath. The stent was not removed and the patient was sent to surgery where the stent was successfully retrieved. No further patient complications were reported and the patient's status is stable.